Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cardiosave intra-aortic balloon pump (iabp) unit had a cracked fiber optic connector. There was no patient involvement reported.

Manufacturer narrative:
It was reported by getinge field service engineer(fse) during pm that the cardiosave intra-aortic balloon pump (iabp) has broken fiber optic connection.no patient involvement. So, fse replaced fiber optic connection(d012-00-1562) , please see attached pm - so for measurement details . Unit passes all functional and safety checks and returned to clinical use.